Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on 03-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38-year-old female patient who had essure (batch no. 936684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2002, eczema, asthma, multiple allergies, depression in 2009, arthroscopy in 1999, acute cystitis in 2001, bronchitis in 2001, tracheitis in 2001, allergy in 2002, genital herpes in 2003, allergic rhinitis in 2003, asthenia in 2003, joint pain in 2003, asthenia in 2003, anxiety in 2004, pharyngitis in 2004, sinusitis in 2004, sinusitis in 2005, rhinopharyngitis in 2006, lumbar pain in 2006, eczema in 2007, stress in 2007, pharyngitis in 2008, metrorrhagia in 2008, stress in 2008, rhinopharyngitis on (B)(6) 2010, joint pain on (B)(6) 2011, skin eruption on (B)(6) 2012, ankle sprain on (B)(6) 2012, menometrorrhagia in june 2012, neck pain, headache, lumbar pain, mastodynia, venous insufficiency and tobacco user on (B)(6) 2014. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Family history included abdominal aortic aneurysm and ischemic cardiomyopathy. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon) for contraception, tacrolimus (protopic) since on (B)(6) 2015 for eczema, ferrous sulfate (tardyferon) since february 2017 for iron abnormal nos, tranexamic acid (exacyl) for menometrorrhagia as well as betamethasone since on (B)(6) 2016, betamethasone;chlorphenamine maleate (celestamine) since on (B)(6) 2016, diosmectite (smecta) since february 2017, domperidone (motilium) since february 2017, enoxaparin sodium (lovenox) since on (B)(6) 2017, loperamide hydrochloride (imodium) since february 2017 and nifuroxazide since february 2017. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nasopharyngitis ("rhinopharyngitis"), 13 days after insertion of essure. In october 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), the first episode of dysmenorrhoea ("painful menstrual periods"), the second episode of musculoskeletal pain ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), the first episode of tinnitus ("tinnitus"), the first episode of palpitations ("palpitations"), the first episode of dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity and was found to have the first episode of hormone level abnormal ("hormonal imbalance"). On (B)(6) 2012, the patient experienced sleep apnoea syndrome ("sleep apnea"). In december 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In july 2013, the patient experienced tooth disorder ("tooth disorder"). In october 2013, the patient experienced the second episode of tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("receding gums"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("pain in left forefinger"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), the second episode of dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In july 2015, the patient was found to have blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient was found to have weight increased ("10-kg weight gain in a few months") and experienced menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6) 2016, the patient experienced the second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and the second episode of dry eye ("eye dryness"). In november 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). On (B)(6) 2017, the patient was found to have blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient was found to have blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("inflammatory myomatous uterus") and experienced adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the third episode of musculoskeletal pain ("persistent shoulder pain"), gait disturbance ("difficulty walking"), the third episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and uterine cervical metaplasia ("metaplasia of the cervical junction") and was found to have the second episode of hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, myalgia, dizziness, dry skin, pruritus, alopecia, gingivitis, tendonitis, sleep apnoea syndrome, fatigue, asthenia, the last episode of musculoskeletal pain, inflammation, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp, nasopharyngitis and uterine cervical metaplasia outcome was unknown, the menometrorrhagia, polymenorrhoea, the last episode of dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, the last episode of tinnitus, eczema, the last episode of palpitations, the last episode of dry eye, the last episode of pain in extremity, memory impairment and the last episode of hormone level abnormal had resolved and the gait disturbance was resolving. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dizziness, dry skin, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, nasopharyngitis, nausea, pain, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tooth abscess, tooth disorder, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of dry eye, the first episode of dysmenorrhoea, the first episode of hormone level abnormal, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the first episode of palpitations, the first episode of tinnitus, the second episode of breast pain, the second episode of dry eye, the second episode of dysmenorrhoea, the second episode of hormone level abnormal, the second episode of musculoskeletal pain, the second episode of neck pain, the second episode of pain in extremity, the second episode of palpitations, the second episode of tinnitus, the third episode of musculoskeletal pain and the third episode of pain in extremity to be related to essure. The reporter commented: essure placement report: ostia were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Concomitant drug includes other drugs for functional gastrointestinal disorders. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2018: results: positive to nickel. Basophil count on (B)(6) 2017: assessment: normal. Results: 0 %. Blood iron on (B)(6) 2017: assessment: depressed. Results: 28 mcg/dl.. Blood prolactin on (B)(6) 2016: assessment: elevated. Results: 40 ng/ml; on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml.. Blood test on (B)(6) 2012: results: normal; in 2015: results: normal. Cardiovascular evaluation on (B)(6) 2013: results: normal. Electrocardiogram on (B)(6) 2013: results: normal; on (B)(6) 2017: results: normal. Laboratory test on (B)(6) 2015: results: normal. Nuclear magnetic resonance imaging on (B)(6) 2013: results: discrete horizatial; on (B)(6)2014: results: focal area of tendin. Platelet count on (B)(6) 2012: results: slightly below normal. Serum ferritin (30 - 250 mcg/dl) on (B)(6) 2007: 17 mcg/dl. Skin test on (B)(6) 2017: results: positivity with nickel and (slight) cobalt. Ultrasound pelvis on an unknown date: anteverted uterus, measured at 78mm of high, 37mm of anteroposterior diameter, regular contours, well-defined cavity line, hyperechoic, endometrium measured at 10mm of thickness. Tubal implants well in place. No adnexal cyst. No liquid effusion in douglas pouch.. Ultrasound scan on (B)(6) 2012: results: nothing abnormal; on (B)(6) 2017: results: anteverted uterus, tubal implants in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: relevant history added (venous insufficiency, tobacco use) and family history added. Celestamine and diprosone were added as concomitant drugs. Letter dated on (B)(6) 2013 from cardiologist: event "suspected sleep apnea" changed to "sleep apnea". The removal procedure report indicated metaplasia of the cervical junction. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38-year-old female patient who had essure (batch no. 936684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2002, eczema, asthma, multiple allergies, depression in 2009, arthroscopy in 1999, acute cystitis in 2001, bronchitis in 2001, tracheitis in 2001, allergy in 2002, genital herpes in 2003, allergic rhinitis in 2003, asthenia in 2003, joint pain in 2003, asthenia in 2003, anxiety in 2004, pharyngitis in 2004, sinusitis in 2004, sinusitis in 2005, rhinopharyngitis in 2006, lumbar pain in 2006, eczema in 2007, stress in 2007, pharyngitis in 2008, metrorrhagia in 2008, stress in 2008, rhinopharyngitis on (B)(6) 2010, joint pain on (B)(6) 2011, skin eruption on (B)(6) 2012, ankle sprain on (B)(6) 2012, menometrorrhagia in (B)(6) 2012, neck pain, headache, lumbar pain, mastodynia, venous insufficiency and tobacco user on (B)(6) 2014. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Family history included abdominal aortic aneurysm and ischemic cardiomyopathy. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon) for contraception, tacrolimus (protopic) since (B)(6) 2015 for eczema, ferrous sulfate (tardyferon) since february 2017 for iron abnormal nos, tranexamic acid (exacyl) for menometrorrhagia as well as since (B)(6) 2017, betamethasone since (B)(6) 2016, betamethasone;chlorphenamine maleate (celestamine) since (B)(6) 2016, diosmectite (smecta) since (B)(6) 2017, domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since (B)(6) 2017 and nifuroxazide since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2012, the patient experienced nasopharyngitis ("rhinopharyngitis"), 13 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), the first episode of dysmenorrhoea ("painful menstrual periods"), the second episode of musculoskeletal pain ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), the first episode of tinnitus ("tinnitus"), the first episode of palpitations ("palpitations"), the first episode of dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity and was found to have the first episode of hormone level abnormal ("hormonal imbalance"). On (B)(6) 2012, the patient experienced sleep apnoea syndrome ("sleep apnea"). In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("tooth disorder"). In (B)(6) 2013, the patient experienced the second episode of tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("receding gums"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("pain in left forefinger"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), the second episode of dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient was found to have blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient was found to have weight increased ("10-kg weight gain in a few months") and experienced menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6) 2016, the patient experienced the second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and the second episode of dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). On (B)(6) 2017, the patient was found to have blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient was found to have blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("inflammatory myomatous uterus") and experienced adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the third episode of musculoskeletal pain ("persistent shoulder pain"), gait disturbance ("difficulty walking"), the third episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and uterine cervical metaplasia ("metaplasia of the cervical junction") and was found to have the second episode of hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, myalgia, dry skin, pruritus, alopecia, gingivitis, tendonitis, fatigue, asthenia, the last episode of musculoskeletal pain, inflammation, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, nausea, vomiting, feeling drunk, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp, nasopharyngitis and uterine cervical metaplasia outcome was unknown, the menorrhagia, dizziness, menometrorrhagia, sleep apnoea syndrome, visual impairment, the last episode of tinnitus, polymenorrhoea, eczema, menstruation irregular, migraine, the last episode of palpitations, the last episode of dry eye, the last episode of neck pain, hypersensitivity, the last episode of pain in extremity, memory impairment and the last episode of hormone level abnormal had resolved, the last episode of dysmenorrhoea and blood prolactin increased had not resolved and the gait disturbance was resolving. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dizziness, dry skin, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, nasopharyngitis, nausea, pain, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tooth abscess, tooth disorder, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of dry eye, the first episode of dysmenorrhoea, the first episode of hormone level abnormal, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the first episode of palpitations, the first episode of tinnitus, the second episode of breast pain, the second episode of dry eye, the second episode of dysmenorrhoea, the second episode of hormone level abnormal, the second episode of musculoskeletal pain, the second episode of neck pain, the second episode of pain in extremity, the second episode of palpitations, the second episode of tinnitus, the third episode of musculoskeletal pain and the third episode of pain in extremity to be related to essure. The reporter commented: essure placement report: ostia were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Concomitant drug includes other drugs for functional gastrointestinal disorders diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results: positive to nickel. Basophil count - on (B)(6) 2017: assessment: normal results: 0 %. Blood iron - on (B)(6) 2017: assessment: depressed results: 28 mcg/dl. Blood prolactin (ng/ml) - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: assessment: elevated results: 40 ng/ml. Blood test - on (B)(6) 2012: results: normal; in 2015: results: normal. Cardiovascular evaluation - on (B)(6) 2013: results: normal. Electrocardiogram - on (B)(6) 2013: results: normal; on (B)(6) 2017: results: normal. Laboratory test - on (B)(6) 2015: results: normal. Nuclear magnetic resonance imaging - on (B)(6) 2013: results: discrete horizatial; on (B)(6) 2014: results: focal area of tendin. Platelet count - on (B)(6) 2012: results: slightly below normal. Serum ferritin (30 - 250 mcg/dl) - on (B)(6) 2007: 17 mcg/dl. Skin test - on (B)(6) 2017: results: positivity with nickel and (slight) cobalt. Ultrasound pelvis - on an unknown date: anteverted uterus, measured at 78mm of high, 37mm of anteroposterior diameter, regular contours, well-defined cavity line, hyperechoic, endometrium measured at 10mm of thickness. Tubal implants well in place. No adnexal cyst. No liquid effusion in douglas pouch.. Ultrasound scan - on (B)(6) 2012: results: nothing abnormal; on (B)(6) 2017: results: anteverted uterus, tubal implants in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: outcome of some events was updated to recovered/resolved. Anatomopatholy analysis following essure removal underlined superficial uterine adenomyosis and absence of anomaly on fallopian tube. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38-year-old female patient who had essure (batch no. 936684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 2002, eczema, asthma, multiple allergies, depression in 2009, arthroscopy in 1999, acute cystitis in 2001, bronchitis in 2001, tracheitis in 2001, allergy nos in 2002, genital herpes in 2003, allergic rhinitis in 2003, asthenia in 2003, joint pain in 2003, asthenia in 2003, anxiety in 2004, pharyngitis in 2004, sinusitis in 2004, sinusitis in 2005, rhinopharyngitis in 2006, lumbar pain in 2006, eczema in 2007, stress in 2007, pharyngitis in 2008, metrorrhagia in 2008, stress in 2008, rhinopharyngitis on (B)(6) 2010, joint pain on (B)(6) 2011, skin eruption on (B)(6) 2012, ankle sprain on (B)(6) 2012, menometrorrhagia in (B)(6) 2012, neck pain, headache, lumbar pain and mastodynia. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon) for contraception, tacrolimus (protopic) since (B)(6) 2015 for eczema, ferrous sulfate (tardyferon) since (B)(6) 2017 for iron abnormal nos, tranexamic acid (exacyl) for menometrorrhagia as well as domperidone (motilium) since (B)(6) 2017, enoxaparin sodium (lovenox) since (B)(6) 2017, loperamide hydrochloride (imodium) since (B)(6) 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since february 2017 and spasfon since (B)(6) 2017. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 13 days after insertion of essure, the patient experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), the first episode of dysmenorrhoea ("painful menstrual periods"), the second episode of musculoskeletal pain ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), the first episode of tinnitus ("tinnitus"), the first episode of palpitations ("palpitations"), the first episode of dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis"), the first episode of hormone level abnormal ("hormonal imbalance") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity. On (B)(6) 2012, the patient experienced sleep apnoea syndrome ("suspected sleep apnea"). In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("tooth disorder"). In (B)(6) 2013, the patient experienced the second episode of tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("receding gums"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("pain in left forefinger"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), the second episode of dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6) 2016, the patient experienced the second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and the second episode of dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the third episode of musculoskeletal pain ("persistent shoulder pain"), gait disturbance ("difficulty walking"), the third episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and the second episode of hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, myalgia, dizziness, dry skin, pruritus, alopecia, gingivitis, tendonitis, sleep apnoea syndrome, fatigue, asthenia, the last episode of musculoskeletal pain, inflammation, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp and nasopharyngitis outcome was unknown, the menometrorrhagia, polymenorrhoea, the last episode of dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, the last episode of tinnitus, eczema, the last episode of palpitations, the last episode of dry eye, the last episode of pain in extremity, memory impairment and the last episode of hormone level abnormal had resolved and the gait disturbance was resolving. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dizziness, dry skin, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, nasopharyngitis, nausea, pain, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tooth abscess, tooth disorder, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of dry eye, the first episode of dysmenorrhoea, the first episode of hormone level abnormal, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the first episode of palpitations, the first episode of tinnitus, the second episode of breast pain, the second episode of dry eye, the second episode of dysmenorrhoea, the second episode of hormone level abnormal, the second episode of musculoskeletal pain, the second episode of neck pain, the second episode of pain in extremity, the second episode of palpitations, the second episode of tinnitus, the third episode of musculoskeletal pain and the third episode of pain in extremity to be related to essure. The reporter commented: essure placement report: ostiua were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel basophil count - on (B)(6) 2017: 0 % (normal) blood iron - on (B)(6) 2017: 28 mcg/dl (depressed) blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated) blood test - on (B)(6) 2012: normal; in 2015: normal cardiovascular evaluation - on (B)(6) 2013: normal electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal laboratory test - on (B)(6) 2015: normal nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizatial; on (B)(6) 2014: focal area of tendin platelet count - on (B)(6) 2012: slightly below normal serum ferritin (30 - 250 mcg/dl) - on (B)(6) 2007: 17 mcg/dl (depressed) skin test - on (B)(6) 2017: positivity with nickel and (slight) cobalt ultrasound scan - on (B)(6) 2012: nothing abnormal; on (B)(6) 2017: anteverted uterus, tubal implants in place. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2018: historical condition and events rhinopharyngitis and pain in left forefinger added. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1704572) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38-year-old female patient who had essure (batch no. 936684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2002, eczema, asthma, multiple allergies, depression in 2009, arthroscopy in 1999, acute cystitis in 2001, bronchitis in 2001, tracheitis in 2001, allergy in 2002, genital herpes in 2003, allergic rhinitis in 2003, asthenia in 2003, joint pain in 2003, asthenia in 2003, anxiety in 2004, pharyngitis in 2004, sinusitis in 2004, sinusitis in 2005, rhinopharyngitis in 2006, lumbar pain in 2006, eczema in 2007, stress in 2007, pharyngitis in 2008, metrorrhagia in 2008, stress in 2008, rhinopharyngitis on (B)(6)2010, joint pain on (B)(6) 2011, skin eruption on (B)(6)2012, ankle sprain on (B)(6)2012, menometrorrhagia in june 2012, neck pain, headache, lumbar pain and mastodynia. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon) for contraception, tacrolimus (protopic) since (B)(6)2015 for eczema, ferrous sulfate (tardyferon) since february 2017 for iron abnormal nos, tranexamic acid (exacyl) for menometrorrhagia as well as domperidone (motilium) since february 2017, enoxaparin sodium (lovenox) since(B)(6)2017, loperamide hydrochloride (imodium) since february 2017, nifuroxazide since february 2017, smectite (smecta) since february 2017 and spasfon since february 2017. On(B)(6)2012, the patient had essure inserted. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6)2012, the patient experienced nasopharyngitis ("rhinopharyngitis"), 13 days after insertion of essure. In october 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), the first episode of dysmenorrhoea ("painful menstrual periods"), the second episode of musculoskeletal pain ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), the first episode of tinnitus ("tinnitus"), the first episode of palpitations ("palpitations"), the first episode of dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity and was found to have the first episode of hormone level abnormal ("hormonal imbalance"). On (B)(6)2012, the patient experienced sleep apnoea syndrome ("suspected sleep apnea"). In december 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("neck pain"). On (B)(6)2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). On(B)(6)2013, the patient experienced metrorrhagia ("metrorrhagia"). In july 2013, the patient experienced tooth disorder ("tooth disorder"). In october 2013, the patient experienced the second episode of tinnitus ("left-sided tinnitus"). On (B)(6)2014, the patient experienced gingival recession ("receding gums"). On (B)(6)2014, the patient experienced the first episode of pain in extremity ("pain in left forefinger"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("left hand and left index finger pain"). On (B)(6)2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), the second episode of dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6)2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In july 2015, the patient was found to have blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6)2015, the patient was found to have weight increased ("10-kg weight gain in a few months") and experienced menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6)2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6)2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6)2016, the patient experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6)2016, the patient experienced the second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6)2016, the patient experienced cystitis ("cystitis"). On (B)(6)2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6)2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6)2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and the second episode of dry eye ("eye dryness"). In november 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On(B)(6)2016, the patient experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). On (B)(6)2017, the patient was found to have blood iron abnormal ("iron level abnormalities"). On(B)(6)2017, the patient was found to have blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("inflammatory myomatous uterus") and experienced adenomyosis ("superficial adenomyosis"). On (B)(6)2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the third episode of musculoskeletal pain ("persistent shoulder pain"), gait disturbance ("difficulty walking"), the third episode of pain in extremity ("legs pain") and memory impairment ("memory disorder") and was found to have the second episode of hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on(B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, menorrhagia, myalgia, dizziness, dry skin, pruritus, alopecia, gingivitis, tendonitis, sleep apnoea syndrome, fatigue, asthenia, the last episode of musculoskeletal pain, inflammation, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp and nasopharyngitis outcome was unknown, the menometrorrhagia, polymenorrhoea, the last episode of dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, the last episode of tinnitus, eczema, the last episode of palpitations, the last episode of dry eye, the last episode of pain in extremity, memory impairment and the last episode of hormone level abnormal had resolved and the gait disturbance was resolving. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dizziness, dry skin, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, nasopharyngitis, nausea, pain, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tooth abscess, tooth disorder, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of dry eye, the first episode of dysmenorrhoea, the first episode of hormone level abnormal, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the first episode of palpitations, the first episode of tinnitus, the second episode of breast pain, the second episode of dry eye, the second episode of dysmenorrhoea, the second episode of hormone level abnormal, the second episode of musculoskeletal pain, the second episode of neck pain, the second episode of pain in extremity, the second episode of palpitations, the second episode of tinnitus, the third episode of musculoskeletal pain and the third episode of pain in extremity to be related to essure. The reporter commented: essure placement report: ostia were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on(B)(6)2018: results: positive to nickel. Basophil count - on (B)(6)2017: assessment: normal results: 0 %. Blood iron - on(B)(6)2017: assessment: depressed results: 28 mcg/dl. Blood prolactin - on (B)(6)2016: assessment: elevated results: 40 ng/ml; on (B)(6)2015: 45 ng/ml; on (B)(6)2015: 32 ng/ml. Blood test - on (B)(6)2012: results: normal; in 2015: results: normal. Cardiovascular evaluation - on (B)(6)2013: results: normal. Electrocardiogram - on (B)(6)2013: results: normal; on (B)(6)2017: results: normal. Laboratory test - on (B)(6)2015: results: normal. Nuclear magnetic resonance imaging - on (B)(6)2013: results: discrete horizatial; on (B)(6) 2014: results: focal area of tendin. Platelet count - on (B)(6)2012: results: slightly below normal. Serum ferritin (30 - 250 mcg/dl) - on(B)(6)2007: 17 mcg/dl. Skin test - on(B)(6)2017: results: positivity with nickel and (slight) cobalt. Ultrasound pelvis - on an unknown date: anteverted uterus, measured at 78mm of high, 37mm of anteroposterior diameter, regular contours, well-defined cavity line, hyperechoic, endometrium measured at 10mm of thickness. Tubal implants well in place. No adnexal cyst. No liquid effusion in douglas pouch.. Ultrasound scan - on (B)(6)2012: results: nothing abnormal; on (B)(6)2017: results: anteverted uterus, tubal implants in place.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm- heath authorities in (B)(6), reference number: (B)(4) on 03-apr-2017. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38-year-old female patient who had essure (batch no: 936684) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon) for contraception, tacrolimus (protopic) since on (B)(6) 2015 for eczema, ferrous sulfate (tardyferon) since on (B)(6) 2017 for iron abnormal nos, tranexamic acid (exacyl) for menometrorrhagia as well as domperidone (motilium) since on (B)(6) 2017, enoxaparin sodium (lovenox) since on (B)(6) 2017, loperamide hydrochloride (imodium) since on (B)(6) 2017, nifuroxazide since on (B)(6) 2017, smectite (smecta) since on (B)(6) 2017 and spasfon since on (B)(6) 2017. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), the first episode of dysmenorrhoea ("painful menstrual periods"), the second episode of musculoskeletal pain ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), the first episode of tinnitus ("tinnitus"), the first episode of palpitations ("palpitations"), the first episode of dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis"), the first episode of hormone level abnormal ("hormonal imbalance") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome ("suspected sleep apnea"). On (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2013, the patient experienced tooth disorder ("tooth disorder"). On (B)(6) 2013, the patient experienced the second episode of tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("receding gums"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), the second episode of dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). On (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6) 2016, the patient experienced the second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and the second episode of dry eye ("eye dryness"). On (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the third episode of musculoskeletal pain ("persistent shoulder pain"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and the second episode of hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, myalgia, dizziness, dry skin, pruritus, alopecia, gingivitis, tendonitis, sleep apnoea syndrome, fatigue, asthenia, the last episode of musculoskeletal pain, inflammation, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, the last episode of dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, the last episode of tinnitus, eczema, the last episode of palpitations, the last episode of dry eye, the last episode of pain in extremity, memory impairment and the last episode of hormone level abnormal had resolved and the gait disturbance was resolving. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dizziness, dry skin, ear disorder, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, hot flush, hypermobility syndrome, hypersensitivity, inflammation, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, nausea, pain, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tooth abscess, tooth disorder, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of dry eye, the first episode of dysmenorrhoea, the first episode of hormone level abnormal, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the first episode of palpitations, the first episode of tinnitus, the second episode of breast pain, the second episode of dry eye, the second episode of dysmenorrhoea, the second episode of hormone level abnormal, the second episode of musculoskeletal pain, the second episode of neck pain, the second episode of pain in extremity, the second episode of palpitations, the second episode of tinnitus and the third episode of musculoskeletal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2018: positive to nickel. Basophil count: on (B)(6) 2017: 0 % (normal). Blood iron: on (B)(6) 2017: 28 mcg/dl (depressed). Blood prolactin: on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated). Blood test: on (B)(6) 2012: normal; in 2015: normal. Cardiovascular evaluation: on (B)(6) 2013: normal. Electrocardiogram: on (B)(6) 2013: normal; on (B)(6) 2017: normal. Laboratory test: on (B)(6) 2015: normal. Nuclear magnetic resonance imaging: on (B)(6) 2013: discrete horizatial; on (B)(6) 2014: focal area of tendin. Platelet count: on (B)(6) 2012: slightly below normal. Serum ferritin (30 - 250 mcg/dl): on (B)(6) 2007: 17 mcg/dl (depressed). Skin test: on (B)(6) 2017: positivity with nickel and (slight) cobalt. Ultrasound scan: on (B)(6) 2012: nothing abnormal; on (B)(6) 2017: anteverted uterus, tubal implants in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: the case: (B)(4) (MFR#: 2951250-2018-04438) was identified as a follow up of this case. Therefore, the case: (B)(4) was deleted from argus database. New reporter, patient's relevant history, lab tests, concomitant drugs, suspect drug indication and new events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4) and (B)(4)) on 03-apr-2017. The most recent information was received on 26-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38 year-old female patient who had essure inserted (lot no. 936684) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, ankle sprain and skin eruption in 2012, joint pain in 2011, rhinopharyngitis in 2010, depression in 2009, stress, metrorrhagia and pharyngitis in 2008, stress and eczema in 2007, lumbar pain and rhinopharyngitis in 2006, sinusitis in 2005, sinusitis, pharyngitis and anxiety in 2004, asthenia, joint pain, asthenia, allergic rhinitis and genital herpes in 2003, allergy and parity 1 in 2002, tracheitis, bronchitis and acute cystitis in 2001, arthroscopy in 1999, tobacco user in 2014 and venous insufficiency, mastodynia, lumbar pain, headache, neck pain, multiple allergies, asthma and eczema. Previously administered products included: copper iud and mirena for contraception and oral contraceptive nos for an unknown indication. Past adverse reactions to the above products included: bad tolerance with copper iud. The patient had a family history of abdominal aortic aneurysm and ischemic cardiomyopathy. Concurrent conditions were listed as dysmenorrhea, constipation and deep dyspareunia since 2002. Concomitant products included other therapeutic products since 11-jul-2017, motilium [domperidone] since february 2017, nifuroxazide since february 2017, imodium (loperamide hydrochloride) since february 2017, smecta [diosmectite] since february 2017, tardyferon (ferrous sulfate) for blood iron abnormal since february 2017, betamethasone since 17-aug-2016, celestamine [betamethasone;chlorphenamine maleate] since 17-aug-2016, protopic (tacrolimus monohydrate) for eczema since 06-may-2015, exacyl (tranexamic acid) for menometrorrhagia and progesterone retard pharlon (hydroxyprogesterone caproate) for contraception. On 05-sep-2012, the patient had essure inserted. On 18-sep-2012, 13 days after essure insertion, she experienced nasopharyngitis ("rhinopharyngitis"). In october 2012 she experienced heavy menstrual bleeding ("haemorrhagic menstrual periods"), a first episode of dysmenorrhoea ("painful menstrual periods"), arthromyalgia ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), a first episode of tinnitus ("tinnitus"), a first episode of palpitations ("palpitations"), dry eyes ("dry eyes"), dry skin ("dry skin / skin dryness"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity and was found to have hormonal imbalance ("hormonal imbalance / hormonal disorder"). On 23-nov-2012 she experienced sleep apnoea syndrome ("sleep apnea"). In december 2012 she experienced inflammation ("inflammation") and a first episode of neck pain ("neck pain"). In 2012 she experienced scapula pain ("non injury-related left scapular pain for several weeks"). On 15-mar-2013 she experienced visual impairment ("visual disturbances / worsening visual disturbances/ visual disorders"). On 09-jul-2013 she experienced intermenstrual bleeding ("metrorrhagia"). In july 2013 she experienced tooth disorder ("tooth disorder"). In october 2013 she experienced a second episode of tinnitus ("left-sided tinnitus"). On 26-mar-2014 she experienced gingival recession ("receding gums"). On 08-aug-2014 she experienced a first episode of hand pain ("pain in left forefinger"). On 27-aug-2014 she experienced a second episode of hand pain ("left hand and left index finger pain"). On 14-jan-2015 she experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), a second episode of dysmenorrhoea ("painful periods") and breast pain female ("breast pain"). On 06-may-2015 she experienced eczema ("eczema crisis / eczema"). On 17-jul-2015 she experienced pain ("sparse pain"). In july 2015 she was found to have blood prolactin increased ("significant elevation of prolactin"). On 28-sep-2015 she experienced menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), mastodynia ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome") and was found to have weight increased ("10-kg weight gain in a few months"). On 04-nov-2015 she experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). In 2015 she experienced migraine ("migraines, many migraines over the last year"). On 24-feb-2016 she experienced tachycardia ("tachycardia"). On 16-mar-2016 she experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On 18-apr-2016 she experienced a second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On 13-may-2016 she experienced cystitis ("cystitis"). On 11-jul-2016 she experienced vulvovaginal discomfort ("recurrent irritations"). On 17-aug-2016 she experienced ligament sprain ("left thumb sprain"). On 17-oct-2016 she experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and eye dryness ("eye dryness"). On 23-nov-2016 she experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). In november 2016 she experienced fall ("fall"), malaise ("malaise without clear cause"), a second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On 06-feb-2017 she was found to have blood iron abnormal ("iron level abnormalities"). On 27-feb-2017 she was found to have blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On 11-jul-2017 she experienced adenomyosis ("superficial adenomyosis") and was found to have uterine leiomyoma ("inflammatory myomatous uterus"). On 22-dec-2017 she experienced uterine polyp ("voluminous polyp on hysterectomy scar"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), arthralgia ("persistent shoulder pain / ankle pain / osteo-articular pain"), gait disturbance ("difficulty walking"), pain legs ("legs pain"), memory impairment ("memory disorder"), uterine cervical metaplasia ("metaplasia of the cervical junction"), disturbance in attention ("concentration disorders") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on 11-jul-2017). Essure was removed. At the time of the report, the gait disturbance was resolving, the heavy menstrual bleeding, dizziness, last episode of tinnitus, last episode of palpitations, menometrorrhagia, sleep apnoea syndrome, scapula pain, last episode of neck pain, visual impairment, last episode of hand pain, polymenorrhoea, eczema, menstruation irregular, migraine, eye dryness, hypersensitivity, pain legs, memory impairment and hormone level abnormal had resolved and the last episode of dysmenorrhoea and blood prolactin increased had not resolved. The outcomes for pelvic pain, allergy to metals, musculoskeletal pain, myalgia, dry eye, dry skin, pruritus, alopecia, gingivitis, hormone level abnormal, tendonitis, fatigue, asthenia, arthralgia, inflammation, intermenstrual bleeding, tooth disorder, gingival recession, breast pain female, pain, weight increased, breast discharge, mastodynia, polycystic ovaries, inner ear disorder, visual field defect, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, nausea, vomiting, feeling drunk, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp, nasopharyngitis, uterine cervical metaplasia, disturbance in attention and abdominal pain were unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, breast pain female, mastodynia, cystitis, disturbance in attention, dizziness, dry eyes, eye dryness, dry skin, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, heavy menstrual bleeding, hormonal imbalance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, intermenstrual bleeding, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, migraine, arthromyalgia, scapula pain, myalgia, nasopharyngitis, nausea, the first episode of neck pain, the second episode of neck pain, pain, the first episode of hand pain, the second episode of hand pain, pain legs, the first episode of palpitations, the second episode of palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, the first episode of tinnitus, the second episode of tinnitus, tooth abscess, tooth disorder, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort and weight increased to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals. The reporter commented: essure placement report: ostia were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Concomitant drug includes other drugs for functional gastrointestinal disorders the patient underwent total hysterectomy with adnexectomy in jul-2017 with essure removal. After that intervention, the patient didn't consult the physician again for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on 07-mar-2018: results: positive to nickel [basophil count] on 20-jul-2017: assessment: normal results: 0 % [blood iron] on 06-feb-2017: assessment: depressed results: 28 mcg/dl [blood prolactin] on 03-feb-2015: 45 ng/ml; on 07-apr-2015: 32 ng/ml; on 26-apr-2016: assessment: elevated results: 40 ng/ml [blood test] on 06-dec-2012: results: normal; in 2015: results: normal [cardiovascular evaluation] on 24-oct-2013: results: normal [electrocardiogram] on 24-oct-2013: results: normal; on 10-jul-2017: results: normal [laboratory test] on 28-oct-2015: results: normal [magnetic resonance imaging] on 13-feb-2013: results: discrete horizatial; on 06-feb-2014: results: focal area of tendin [platelet count] on 09-dec-2012: results: slightly below normal [serum ferritin ( 30- 250 mcg/dl)] on 06-feb-2007: 17 mcg/dl [skin test] on 17-mar-2017: results: positivity with nickel and (slight) cobalt [ultrasound pelvis] (date unknown): anteverted uterus, measured at 78mm of high, 37mm of anteroposterior diameter, regular contours, well-defined cavity line, hyperechoic, endometrium measured at 10mm of thickness. Tubal implants well in place. No adnexal cyst. No liquid effusion in douglas pouch. [Ultrasound scan] on 06-dec-2012: results: nothing abnormal; on 17-mar-2017: results: anteverted uterus, tubal implants in place. Lot number:936684 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2022: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 20-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("marked positivity to nickel and slight positivity to cobalt") in a 38 year-old female patient who had essure inserted (lot no. 936684) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, ankle sprain and skin eruption in 2012, joint pain in 2011, rhinopharyngitis in 2010, depression in 2009, stress, metrorrhagia and pharyngitis in 2008, stress and eczema in 2007, lumbar pain and rhinopharyngitis in 2006, sinusitis in 2005, sinusitis, pharyngitis and anxiety in 2004, asthenia, joint pain, asthenia, allergic rhinitis and genital herpes in 2003, allergy and parity 1 in 2002, tracheitis, bronchitis and acute cystitis in 2001, arthroscopy in 1999, tobacco user in 2014 and venous insufficiency, mastodynia, lumbar pain, headache, neck pain, multiple allergies, asthma and eczema. Previously administered products included: copper iud and mirena for contraception and oral contraceptive nos for an unknown indication. Past adverse reactions to the above products included: bad tolerance with copper iud. The patient had a family history of abdominal aortic aneurysm and ischemic cardiomyopathy. Concurrent conditions were listed as dysmenorrhea, constipation and deep dyspareunia since 2002. Concomitant products included other therapeutic products since (B)(6) 2017, motilium [domperidone] since (B)(6) 2017, nifuroxazide since (B)(6) 2017, imodium (loperamide hydrochloride) since (B)(6) 2017, smecta [diosmectite] since (B)(6) 2017, tardyferon (ferrous sulfate) for blood iron abnormal since (B)(6) 2017, betamethasone since (B)(6) 2016, celestamine [betamethasone;chlorphenamine maleate] since (B)(6) 2016, protopic (tacrolimus monohydrate) for eczema since (B)(6) 2015, exacyl (tranexamic acid) for menometrorrhagia and progesterone retard pharlon (hydroxyprogesterone caproate) for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 13 days after essure insertion, she experienced nasopharyngitis ("rhinopharyngitis"). In (B)(6) 2012 she experienced heavy menstrual bleeding ("haemorrhagic menstrual periods"), a first episode of dysmenorrhoea ("painful menstrual periods"), arthromyalgia ("joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), a first episode of tinnitus ("tinnitus"), a first episode of palpitations ("palpitations"), dry eyes ("dry eyes"), dry skin ("dry skin / skin dryness"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity and was found to have hormonal imbalance ("hormonal imbalance / hormonal disorder"). On (B)(6) 2012 she experienced sleep apnoea syndrome ("sleep apnea"). In (B)(6) 2012 she experienced inflammation ("inflammation") and a first episode of neck pain ("neck pain"). In 2012 she experienced scapula pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2013 she experienced visual impairment ("visual disturbances / worsening visual disturbances/ visual disorders"). On (B)(6) 2013 she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2013 she experienced tooth disorder ("tooth disorder"). In (B)(6) 2013 she experienced a second episode of tinnitus ("left-sided tinnitus"). On (B)(6) 2014 she experienced gingival recession ("receding gums"). On (B)(6) 2014 she experienced a first episode of hand pain ("pain in left forefinger"). On (B)(6) 2014 she experienced a second episode of hand pain ("left hand and left index finger pain"). On (B)(6) 2015 she experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), a second episode of dysmenorrhoea ("painful periods") and breast pain female ("breast pain"). On (B)(6) 2015 she experienced eczema ("eczema crisis / eczema"). On (B)(6) 2015 she experienced pain ("sparse pain"). In (B)(6) 2015 she was found to have blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015 she experienced menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea)"), mastodynia ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome") and was found to have weight increased ("10-kg weight gain in a few months"). On (B)(6) 2015 she experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). In 2015 she experienced migraine ("migraines, many migraines over the last year"). On (B)(6) 2016 she experienced tachycardia ("tachycardia"). On (B)(6) 2016 she experienced tooth abscess ("dental abscess"), pharyngitis ("pharyngitis") and subcutaneous abscess ("umbilical skin abscess"). On (B)(6) 2016 she experienced a second episode of palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016 she experienced cystitis ("cystitis"). On (B)(6) 2016 she experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016 she experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016 she experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage") and eye dryness ("eye dryness"). On (B)(6) 2016 she experienced feeling drunk ("feel drunk") and hypersensitivity ("her allergies have become more severe"). In (B)(6) 2016 she experienced fall ("fall"), malaise ("malaise without clear cause"), a second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2017 she was found to have blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017 she was found to have blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017 she experienced adenomyosis ("superficial adenomyosis") and was found to have uterine leiomyoma ("inflammatory myomatous uterus"). On (B)(6) 2017 she experienced uterine polyp ("voluminous polyp on hysterectomy scar"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), arthralgia ("persistent shoulder pain / ankle pain / osteo-articular pain"), gait disturbance ("difficulty walking"), pain legs ("legs pain"), memory impairment ("memory disorder"), uterine cervical metaplasia ("metaplasia of the cervical junction"), disturbance in attention ("concentration disorders") and abdominal pain ("bdominal pain") and was found to have hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure implants were removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the gait disturbance was resolving, the heavy menstrual bleeding, dizziness, last episode of tinnitus, last episode of palpitations, menometrorrhagia, sleep apnoea syndrome, scapula pain, last episode of neck pain, visual impairment, last episode of hand pain, polymenorrhoea, eczema, menstruation irregular, migraine, eye dryness, hypersensitivity, pain legs, memory impairment and hormone level abnormal had resolved and the last episode of dysmenorrhoea and blood prolactin increased had not resolved. The outcomes for pelvic pain, allergy to metals, musculoskeletal pain, myalgia, dry eye, dry skin, pruritus, alopecia, gingivitis, hormone level abnormal, tendonitis, fatigue, asthenia, arthralgia, inflammation, intermenstrual bleeding, tooth disorder, gingival recession, breast pain female, pain, weight increased, breast discharge, mastodynia, polycystic ovaries, inner ear disorder, visual field defect, tachycardia, tooth abscess, pharyngitis, subcutaneous abscess, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, nausea, vomiting, feeling drunk, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis, uterine polyp, nasopharyngitis, uterine cervical metaplasia, disturbance in attention and abdominal pain were unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, breast pain female, mastodynia, cystitis, disturbance in attention, dizziness, dry eyes, eye dryness, dry skin, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, gingivitis, heavy menstrual bleeding, hormonal imbalance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, intermenstrual bleeding, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, migraine, arthromyalgia, scapula pain, myalgia, nasopharyngitis, nausea, the first episode of neck pain, the second episode of neck pain, pain, the first episode of hand pain, the second episode of hand pain, pain legs, the first episode of palpitations, the second episode of palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, pruritus, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, the first episode of tinnitus, the second episode of tinnitus, tooth abscess, tooth disorder, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, visual field defect, visual impairment, vomiting, vulvovaginal discomfort and weight increased to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals. The reporter commented: essure placement report: ostia were easily found. Implant placement was easy on left and on right remaining 5 to 6 expanded outer coils and then 3 to 4 expanded outer coils in cavity. Intervention rapid (about 5 min) without incident. Concomitant drug includes other drugs for functional gastrointestinal disorders the patient underwent total hysterectomy with adnexectomy in (B)(6) 2017 with essure removal. After that intervention, the patient didn't consult the physician again for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: results: positive to nickel [basophil count] on (B)(6) 2017: assessment: normal results: 0 % [blood iron] on (B)(6) 2017: assessment: depressed results: 28 mcg/dl [blood prolactin] on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: assessment: elevated results: 40 ng/ml [blood test] on (B)(6) 2012: results: normal; in 2015: results: normal [cardiovascular evaluation] on (B)(6) 2013: results: normal [electrocardiogram] on (B)(6) 2013: results: normal; on (B)(6) 2017: results: normal [laboratory test] on (B)(6) 2015: results: normal [magnetic resonance imaging] on (B)(6) 2013: results: discrete horizatial; on (B)(6) 2014: results: focal area of tendin [platelet count] on (B)(6) 2012: results: slightly below normal [serum ferritin ( 30- 250 mcg/dl)] on (B)(6) 2007: 17 mcg/dl [skin test] on (B)(6) 2017: results: positivity with nickel and (slight) cobalt [ultrasound pelvis] (date unknown): anteverted uterus, measured at 78mm of high, 37mm of anteroposterior diameter, regular contours, well-defined cavity line, hyperechoic, endometrium measured at 10mm of thickness. Tubal implants well in place. No adnexal cyst. No liquid effusion in douglas pouch. [Ultrasound scan] on (B)(6) 2012: results: nothing abnormal; on (B)(6) 2017: results: anteverted uterus, tubal implants in place. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 20-apr-2022: the following information was included: laywer's reporter, abdominal pain, concentration impairment, previous event ankle pain was merged with persistent shoulder pain regarding to pt arthralgia, osteo-articular pain added to previous reported event persistent shoulder pain, visual disorders added to previous reporter event visual disturbances, hormonal disorders added to previous reporter event hormonal imbalance, dry skiness added to previous reporter event dry skin, eczema added to previous reporter event eczema crisis. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. 936684) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), tinnitus ("tinnitus"), palpitations ("palpitations"), dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (it was necessary to undergo salpingectomy and total hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, arthralgia, myalgia, dizziness, tinnitus, palpitations, dry eye, dry skin, pruritus, alopecia, gingivitis and hormone level abnormal outcome was unknown. The reporter considered alopecia, arthralgia, dizziness, dry eye, dry skin, dysmenorrhoea, gingivitis, hormone level abnormal, menorrhagia, myalgia, palpitations, pruritus and tinnitus to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 397 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: quality-safety evaluation of ptc was provided. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. 936684) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), tinnitus ("tinnitus"), palpitations ("palpitations"), dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (it was necessary to undergo salpingectomy and total hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dysmenorrhoea, arthralgia, myalgia, dizziness, tinnitus, palpitations, dry eye, dry skin, pruritus, alopecia, gingivitis and hormone level abnormal outcome was unknown. The reporter considered alopecia, arthralgia, dizziness, dry eye, dry skin, dysmenorrhoea, gingivitis, hormone level abnormal, menorrhagia, myalgia, palpitations, pruritus and tinnitus to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced haemorrhagic menstrual periods, seen as menorrhagia, amongst non-serious events. Consumer underwent salpingectomy and conservative total hysterectomy. The event is anticipated in essure's reference safety information. Abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. A product technical analysis is expected. No active follow-up will be pursued, as this case was received via regulatory authority.

Manufacturer narrative:
This case was initially received via regulatory authority(B)(6) - heath authorities in (B)(6) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy test positive ("marked positivity with nickel") and allergy to metals ("slight positivity with cobalt") in a female patient who had essure (batch no. 936684) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("haemorrhagic menstrual periods"), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizzy spells"), tinnitus ("tinnitus"), palpitations ("palpitations"), dry eye ("dry eyes"), dry skin ("dry skin"), pruritus ("itching"), alopecia ("hair loss"), gingivitis ("gingivitis") and hormone level abnormal ("hormonal imbalance"). On an unknown date, the patient experienced allergy test positive (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criterion medically significant). The patient will be treated with surgery (the device was planned to be removed (salpingectomy and total hysterectomy) on (B)(6) 2017). Essure will be removed. At the time of the report, the allergy test positive, allergy to metals, menorrhagia, dysmenorrhoea, arthralgia, myalgia, dizziness, tinnitus, palpitations, dry eye, dry skin, pruritus, alopecia, gingivitis and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for allergy test positive and allergy to metals with essure. The reporter considered alopecia, arthralgia, dizziness, dry eye, dry skin, dysmenorrhoea, gingivitis, hormone level abnormal, menorrhagia, myalgia, palpitations, pruritus and tinnitus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: positivity with nickel and (slight) cobalt. Ultrasound scan - on (B)(6) 2017: anteverted uterus, tubal implants in place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-jun-2017 for the following meddra preferred term: allergy test positive - analysis in the global safety database revealed 3 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event allergy to nickel and cobalt added. Lab tests updated. Company causality comment: incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.